Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/25/2019, that on (B)(6) 2018, a loss of connection occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.